Event description:
Pt reported of experiencing pain and bloating as well as their abdomen is tender to the touch.

Manufacturer narrative:
Based on the info received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. Although no intervention has been taken to date, we are filing an MDR based on the potential for interventional activity. A follow up MDR will be filed if more info becomes available.